Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA (B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was divided into two pieces and ejected out from the injector tip. Entire injector was not returned. According to customer information, iol was heavily luxated >5 days after implantation. The exact cause of this issue cannot be ascertained. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Lens was implanted during complication-free cataract surgery. First post-op check iol was heavily luxated. Therefore decision was made to explant iol and replace for sulcus iol, due to suspicion of capsular bag issue. After explantation capsular bag and zonular vessels were ok. New standard iol implanted in the bag with good centration.